Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system and tubing were damaged, with liquid leaking from the tubing during the pre-flush. The following information was provided by the initial reporter, translated from chinese: "breakage on the catheter tubing can be identified, the tube with pre-flushing has obvious liquid branching, other abnormal items have been sent back to the factory" "the head nurse found the leakage from the catheter tube when using the product."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1229925. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system and tubing were damaged, with liquid leaking from the tubing during the pre-flush. The following information was provided by the initial reporter, translated from chinese: "breakage on the catheter tubing can be identified, the tube with pre-flushing has obvious liquid branching, other abnormal items have been sent back to the factory" "the head nurse found the leakage from the catheter tube when using the product".